Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn experienced leakage during use. The following information was provided by the customer: event date: (B)(6) 2019. The extension tubing was broken when unclamped before injection. The blood splashed.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7109284. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without a physical sample, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn experienced leakage during use. The following information was provided by the customer: event date: (B)(6) 2019. The extension tubing was broken when unclamped before injection. The blood splashed.